Manufacturer narrative:
No patient information provided as no patient was involved in this concern.the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative while testing the navigation system found that ear, nose & throat (ent) navigation instruments remain verified when unplugged and plugged back into the system. There was no patient present when this issue was identified.